Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; lot/serial#: unknown. Product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non- malignant pain. It was reported that the caller (hcp) stated that the catheter was dislodged and the patient had a loss of therapy. The caller was not sure of the event date but stated that the patient had issues for about the past 6 months. The healthcare provide authorized 3540 code to permanently shutdown the pump and the hcp was aware that by entering in the pump off passcode can never be restarted. The pump was tuned off not due to problem with the device or therapy.